Event description:
After induction, monitor noted to read abnormally low etco2 for adequate ventilation pattern 24mmhg. Also agent monitor read one-half of delivered, 0.4% vs 1% reading. A new etc02 monitor was brought into the room, the same catheter was used. Etc02 read 48mmhg, ventilation pattern was readjusted to normal. No injury to pt noted or expected.